Manufacturer narrative:
(B)(4). No product was returned; visual and dimensional evaluations could not be performed. Photograph provided shows excessive wear on the bearing and a small piece broken from the device. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the customer had a poly bearing exchanged on her right knee for wear and fracture. Hcp has stated no addtional information is available.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products unk femoral lot# unk unk tibial lot# unk.